Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Manufacturer narrative:
It was reported that patient underwent endoscopic periurethral bulking on (B)(6) 2007.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, dyspareunia and vaginal scarring. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent excision of urethral mesh sling and cystoscopy on (B)(6) 2012 due to urethral erosion. It was reported that the patient underwent cystoscopy and coaptite injection on (B)(6) 2013 due to sui secondary to prior urethral trauma. (B)(4).